Manufacturer narrative:
The lens was returned in a liquid inside a lens case/ vial. Visual inspection found the lens haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Work order search: one similar complaint type reported for units within the same lot (fellow eye (B)(4)). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, diopter -14.0 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2015. On (B)(6) 2017 the lens was explanted due to the patient experiencing glare/halos. Reportedly, the patient was unhappy because of halos and so the surgeon decided to explant the lens.